Manufacturer narrative:
Tandem clinical diabetes specialist met with the customer/contact on (B)(6)2018. Contact declined all troubleshooting. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and insulin injection was administered. Customer alleged the pump was not delivering insulin correctly. Customer was hospitalized for diabetic ketoacidosis (dka) and treated with intravenous insulin and fluids. Elevated bg/dka were resolved. Contact declined tandem technical support's (cts) offer to perform system check. At the time of the report, customer had not yet been discharged. Although multiple attempts were made by cts to obtain additional information, customer did not reply.